Event description:
Healthcare professional reported left side "ruptured." Healthcare professional later reported ''swelling and shape disfiguration on left breast. Pain and shape disfiguration started because of device ruptured which device implanted in submuscular." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening on posterior side assessed as unidentified (tear) opening. Shell thickness within specification. Inflammation/irritation: unable to observe as it is a medical event not related to the device. Additional observations: observed creases on the device. No further actions are required as the device was implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "ruptured." Healthcare professional later reported ''swelling and shape disfiguration on left breast. Pain and shape disfiguration started because of device ruptured which device implanted in submuscular." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Photo analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Inflammation/irritation: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side "ruptured." Healthcare professional later reported ''swelling and shape disfiguration on left breast. Pain and shape disfiguration started because of device ruptured which device implanted in submuscular." Device has been explanted.